Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analyst noted that the time was likely set at initial implant by a programmer with an incorrect date. The date was successfully corrected.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported at the first office visit post implant, that the device interrogation showed incorrect dates for the patient interrogation, discharge printout and implant. It was confirmed that the date was correct on the programmer being used for the device check. Instructions were provided to change the device date/time for implant so that it would be correct for future device interrogations. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.